Event description:
It was reported that they were unable to adjust stimulation and the display was showing a ¿call your doctor¿ icon and a power on reset (por) condition. It was an ¿informational por¿ that was seen on the patient programmer. The patient had a positron emission tomography (pet) scan on wednesday prior to the date of this report and the implantable neurostimulator (ins) was on. They had tried to turn it off thursday night prior to the date of this report and saw the por. It was unknown when the por code and stimulation turned off. Reviewed steps to clear por, which had resolved the reported issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, product type: programmer, patient. Product ID: 3387s-40, lot# v566778, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).